Event description:
Caller states that she rec'd a call this morning from their charge nurse, and it was reported that in the last two months they have noticed in this particular size, that all pts that have this size tube in, the pt is developing edema; when they remove the tube. The caller reported the edema disappears quickly. Covidien is attempting to collect further details related to the circumstances surrounding the event of this report.